Manufacturer narrative:
The reported events of high pacing impedance and p-wave amp variation were not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited high pacing impedance and poor sensing. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.